Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set below 100% and was recalibrated to address the issue.